Event description:
User reports an issue with discrepant calcium and cpk results. Four examples provided. Sample 1. Initial cpk result of 178 u/l, repeat 46 u/l. Erroneous results were not reported. The field service representative determined rinse nozzles were not releasing completely and removed and cleaned the nozzles. Performance tests were performed and within specification.

Event description:
User reports an issue with discrepant calcium and cpk results. Four examples provided. Sample 2. Initial calcium result of 4.6 mg/dl, repeat 8.1 mg/dl. Erroneous results were not reported. The field service representative determined rinse nozzles were not releasing completely and removed and cleaned the nozzles. Performance tests were performed and within specification.

Event description:
User reports an issue with discrepant calcium and cpk results. Four examples provided. Sample 4. Initial result 1.8 mg/dl, repeat 9.8 mg/dl. Erroneous results were not reported. The field service representative determined rinse nozzles were not releasing completely and removed and cleaned the nozzles. Performance tests were performed and within specification.

Event description:
User reports an issue with discrepant calcium and cpk results. Four examples provided. Sample 3. Initial calcium result of 3.4 mg/dl, repeat 9.6 mg/dl. Erroneous results were not reported. The field service representative determined rinse nozzles were not releasing completely and removed and cleaned the nozzles. Performance tests were performed and within specification.